Manufacturer narrative:
H3) the fiber was returned to the manufacture for analysis. The returned catheter was broken in two places. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that  the catheter fiber was cracked. While preparing to take an magnetic resonance imaging (MRI) a hospital aide bumped into one of the laser catheters with the MRI portable monitor during a bilateral laser insertion. The manufacturer representative found that the fiber within the catheter was cracking so they removed it. After using the other catheter they switched it over to the other side of the patient to continue with the case. There was a 10 minute delay to the case. No reported impact to the patient.